Manufacturer narrative:
(B)(4). Failure mode duplication could not be conducted at this time because the complaint indicates an interaction with a capio device, which is a device from customer boston scientific and not from a teleflex plant. Since the catalog number is unknown it cannot be related to any complaint for the same catalog number and same issue therefore a device history review could not be conducted. No corrective actions can be implemented due the lack of a product sample and batch number to perform a proper investigation and determine the root cause. The facility has communicated that the device is not available for evaluation. The manufacturer will continue to monitor and trend related events.

Event description:
The capio suture device was used to deliver 1 stitch through the right anterior white line near the pubic tubercle. The device appeared to fire normally but on removal the stitch itself came out with no bullet. The area was palpated inside the pelvis on the posterior surface of the pubis where the white line inserts and could feel a piece of metal. After some manipulations it was grasped with a kelly and extracted. It was approximately 1 cm of the actual capio suture device. The bullet was not palpable and the decision was to leave it in the patient. The patient's condition was reported as unknown.